Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient lost stimulation. The patient noted this at midnight. Further follow-up is being conducted to determine what actions or interventions were taken to resolve the loss of stimulation and if the issue had been resolved.